Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed compromised force sensor system during prime. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Customer's blood glucose value was 179 mg/dl. It was advised to have the customer discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.